Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was successfully deployed during procedure and therefore not returned for analysis with the device. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber when a pinhole leak was observed over the distal edge of the proximal markerband. The inflation device was verified at 18 atmospheres before and after use with a calibrated pressure gauge. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery (rca) extending to the to distal rca. Following predilation with a non-bsc balloon catheter, a 2.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. Angiography showed that the synergy¿ stent delivery system (sds) was not advanced forcibly. However, upon the first inflation, the indeflator started decreasing. The balloon ruptured at 3 atmospheres after a duration of 1 second. The physician was able to deploy the stent by holding proper pressure. Post-dilation was performed with a non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery (rca) extending to the to distal rca. Following predilation with a non-bsc balloon catheter, a 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion. Angiography showed that the synergy stent delivery system (sds) was not advanced forcibly. However, upon the first inflation, the indeflator started decreasing. The balloon ruptured at 3 atmospheres after a duration of 1 second. The physician was able to deploy the stent by holding proper pressure. Post-dilation was performed with a non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.